Event description:
It was reported that the device had pcu keypad damaged. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had pcu keypad damaged. There was no patient involvement.

Manufacturer narrative:
Investigation summary: field technician stated issue of damaged keypad was not confirmed. On 01-aug-2024, pcu was received unboxed and with paperwork. Visual inspection has confirmed the stated issue of keypad damage. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace pcu keypad. Failure investigation report attached to qn in sap. Root cause: unable to determine where the damage originated. This report lists imdrf annex a1301, c20, d16, and g0204002 codes that are reportable malfunctions observed on the device during servicing.

Event description:
It was reported that the device had pcu keypad damaged. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b22 annex c: c20 annex d: d16 additional information: annex b: b01 annex c: c23 annex d: d02 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.